Event description:
It was reported that the directional needle broke off inside the cannula while being used in a kyphoplasty procedure. There were no reports of fragments of the device falling into the surgical site. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.

Manufacturer narrative:
The service technician visually inspected the device and confirmed that the needle is broken. Based on a review of the device IFU, user inputs may have contributed to the reported event.

Event description:
It was reported that the directional needle broke off inside the cannula while being used in a kyphoplasty procedure. There were no reports of fragments of the device falling into the surgical site. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.